Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2021 by the journal of cartilage & joint preservation, titled ¿defining clinically significant outcomes following high tibial osteotomy with or without concomitant procedures". The study reviewed fifty-five (55) patients who underwent opening wedge high tibia osteotomy, to address high tibial osteotomy (hto), using hto wedge plates. During the mean 3.3 ± 3.1 year follow-up period, one (1) patient experienced nonunion. Source: patel s, haunschild e, gilat r, et al. Defining clinically significant outcomes following high tibial osteotomy with or without concomitant procedures. Journal of cartilage & joint preservation. 2021/06/01/ 2021;1(2):100014. Doi:https://doi.org/10.1016/j.jcjp.2021.100014.